Event description:
It was reported that this pacemaker system exhibited out of range pacing impedance measurements greater than 3000 ohms causing an automatic safety switch from bipolar to unipolar in the right atrial (ra) lead channel. Technical services (ts) was consulted and suggested reprogramming the patient back to bipolar pacing and checking the integrity of the lead. This pacemaker remains in service and no adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited out of range pacing impedance measurements greater than 3000 ohms causing an automatic safety switch from bipolar to unipolar in the right atrial (ra) lead channel. Technical services (ts) was consulted and suggested reprogramming the patient back to bipolar pacing and checking the integrity of the lead. This pacemaker remains in service and no adverse patient effects were reported. Additional information was received and it was reported that the ra lead of this pacemaker was non-functioning and was surgically abandoned and replaced. Concurrently, this pacemaker was explanted and replaced due to normal battery depletion.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker system exhibited out of range pacing impedance measurements greater than 3000 ohms causing an automatic safety switch from bipolar to unipolar in the right atrial (ra) lead channel. Technical services (ts) was consulted and suggested reprogramming the patient back to bipolar pacing and checking the integrity of the lead. This pacemaker remains in service and no adverse patient effects were reported. Additional information was received and it was reported that the ra lead of this pacemaker was non-functioning and was surgically abandoned and replaced. Concurrently, this pacemaker was explanted and replaced due to normal battery depletion.